Event description:
It was reported that the colonic ftrd was used for the treatment of a polyp in the rectum. After turning the hand wheel, the white application ring moved slightly forwards on one side. This was mistakenly considered a clip application by the user. The tissue was subsequently resected. The resulting perforation was closed with a clip. The patient stayed in hospital for another day and recovered well.

Manufacturer narrative:
The affected product was returned for technical analysis. Upon arrival the clip was still on the cap and slightly advanced on one side. During technical analysis, the clip could be applied without any problems. The components were inspected and no deviation from product specification or a product malfunction could be found. The user mistakenly considered the one-sided forward movement of the white application ring as successful clip application. It is stated in the instruction of use that the white application ring must be remain visible and be observed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied. If the clip application is not verified prior to tissue resection, a perforation can occur. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. Note: this report is a retrospective submission of complaints from the year 2021.